Manufacturer narrative:
The service technician confirmed customer's reported issue as the camera displays no image due to a faulty charged coupled device (ccd) unit. Additionally, the coupler is bent and the cable unit is shorted which is causing white streaks in the image. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service technician was informed by a biomedical engineer technician at the user facility that the high definition autoclavable camera head ¿is not working¿ and the event occurred during preparation for use. The camera was returned to the service center. During inspection and testing, the service technician confirmed the customer issue as the camera is not working; displays no image (reportable) due to a faulty charged coupled device (ccd) unit. No patient injury or harm was reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 30-nov-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.